Event description:
Event description guidant received information that this chronic implantable transvenous defibrillation lead was taken out of service during a device replacement procedure. Insulation damage at the rate/sense terminal pin was noted. A new rate/sense lead was placed. During subsequent defibrillation threshold testing, a shorted lead condition was observed. The device and both leads were removed and replaced.